Event description:
It was reported that this right ventricular (rv) lead presented high pacing thresholds due to a micro dislodgment, approximately two days after initial implantation. This lead was successfully repositioned under fluoroscopy. No additional adverse patient effects were reported. Information was later received that this lead was placed out of service less than one week later and replaced with a non-boston scientific leadless pacing system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.